Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
(B)(4). Additional manufacturer narrative: valve dehiscence may occur early or late. When it occurs in the early post-operative period, it is typically a result of an inadequate prosthetic valve implantation in combination with friable myocardial tissue. Late dehiscence can occur as a result of successive dilatation of cardiac structures that result from progression of disease or from endocarditis. The root cause of this event cannot be conclusively determined with the available information. There is no information suggesting there was any malfunction or deficiency of the edwards valve. It is unknown whether this event was due to patient and/or procedural related factors that may have contributed to the event. The subject device is not available for evaluation due to customer refusal. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a 25mm pericardial aortic valve was explanted after an implant duration of one (1) year, 11 months due to dehiscence resulting in severe paravalvular leak (pvl). The leaflets had an uncompromised appearance and the leak was found sub-annularly presenting a large. The explanted valve was successfully replaced with a 25mm edwards pericardial aortic valve. Per the medical records, the 25mm aortic valve was seen in situ with a large pvl around the ncc. The suture in the ncc was torn and there was a large gap between the annulus and intuity elite vale sewing ring. There was no sign of active infection. The 25mm aortic valve was removed and the area was cleaned. The annulus was sized to another 25mm edwards aortic valve and it was implanted successfully.